Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement part shipped (B)(6) 2011. Medtronic representative reports that he replaced the camera and the system is tracking normally.

Event description:
A neuro coordinator at the site reported that the camera is cycling on their stealthstation treon guidance system. The camera beeps 5-6 times, stops, then beeps constantly. The system displays black status in the cranial application. This event did not occur during surgery and no patient was present.